Event description:
During incoming inspection of the product by the technical service department, a "pacer fault 117" message was observed during recertification. There was no patient involvement in the reported malfunction.